Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 267 mg/dl for several hours while using the ilet, with no device alarms noted, and performed user-led troubleshooting by disconnecting and priming the infusion tubing before resuming insulin therapy; the cause was unclear and no backup therapy was used. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and return to target range after monitoring. Investigation included complaint handling with user education and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction based on user inspection and subsequent glucose improvement. It was concluded that the event was user-reported hyperglycemia with cause unclear and no evidence of device failure, with resolution through continued therapy and monitoring.